Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 vasoview 6 thumb wheel was not spinning properly. A new kit was opened to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. Further inspection revealed that the tool was inserted into the wrong port in the cannula. Based upon this observation, the reported complaint "would not spin" was confirmed as the tool shaft in the wrong port would cause the spin toggle to not work properly. (B)(4).